Event description:
The customer states that an initial axsym troponin-I result of 30.9 ng/ml was reported on a patient. Three additional samples drawn from the patient yielded axsym troponin-I results of 30.5, 30.9 and 24.6 ng/dl. Based on the elevated troponin-I results, the patient was transferred to a specialized cardiac care facility where cardiac catheterization was performed which was negative. No additional impact to patient management was reported.